Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital manager reported to a company sales representative that bubbles had been seen while using 3 systems owned by the facility. There was no patient impact reported additional information was requested. This is one of three reports being filed for this facility.